Event description:
Caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided complete information for a pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.